Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead low sensing and high thresholds were noted although numerous locations were attempted. The lead was attempted / not used and replaced in the lower ventricular septum of the right atrium. No patient complications have been reported as a result of this event.